Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose (bg) levels ranged between 300-468's mg/dl. A correction bolus via the pump was delivered to address the bg level. A supply change was performed to address the occlusion alarms. Reportedly, the customer's cartridge had been in use for 3 days. During a follow-up, it was reported that the customer went to the emergency room (ER) due to the elevated bg level of 548mg/dl caused by the occlusion alarms. While in the ER, the customer received treatment in the form of manual injections and intravenous therapy. The customer was released from the ER later on in the day.